Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient identifier, age or date of birth, sex, weight, ethnicity, and race: patient information has not been provided by the user.

Event description:
The customer from the us reported inconsistent staining. Some slides were affected. The field service engineer inspected the instrument and found during flow test of the buffer/di water, the liquid coming out on the probe is slightly not straight. The field service engineer cleaned the probe by poking the probe tip and ran priming test on both buffer and di water line. The customer is a drug development lab. No patient testing is involved. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.